Event description:
As reported, when a 5f mynx grip vascular closure device (vcd) was entering the sheath, resistance was felt. Hemostasis was achieved with manual compression for 20 minutes. The device was removed and there was no reported patient injury. The procedure was diagnostic. The procedure used a retrograde approach. The device was used in an artery. The user was trained to the device. The device was prepped and stored per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2021301 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a review of the manufacturing documentation associated with lot f2021301 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 as reported, when a 5f mynxgrip vascular closure device (vcd) was entering the sheath, resistance was felt. Hemostasis was achieved with manual compression for 20 minutes. The device was removed and there was no reported patient injury. The procedure was diagnostic. The procedure used a retrograde approach. The device was used in an artery. The user was trained to the device. The device was prepped and stored per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with stopcock open. The sealant remained in manufacturing position exposed to blood. The advancer tube remained in manufacturing position. No kinks/bends were observed in the atraumatic tip of the returned device. The syringe and the procedural sheath were not returned with the device. Per functional analysis, an insertion/withdrawal test was performed on the returned device using an applicable lab introducer sheath, and the device was able to be inserted/advanced through the lab introducer sheath without issue. The involved procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported failure could not be made. A product history record (phr) review of lot f2021301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ catheter inability to advance in sheath¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.